Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition is identified in the labeling as a known potential adverse event(s) following icl implantation. Claim: (B)(4).

Event description:
An article, "archivos de la sociedad española de oftalmología (english edition)," that was published reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an upside-down lens implantation four months postoperatively, corneal ectasia in the left eye and bilateral dysphotopsia. Surgical management was stated to be involved intraocular reinversion for the right eye and axis realignment for the left eye. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.